Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 3 of 14.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced issue with 14 infusion sets adhesive on 16-may-2024.the infusion set fell off during use. The infusion set was in use for 2-4 hours. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing.the blood glucose level was 15-17 mmol/l. Relevant treatment for high blood glucose included correction bolus via pump, mdi and changed infusion set. The patient replaced infusion set and resumed insulin successfully. No further information available.